Event description:
On (B)(6) 2023 this male peritoneal dialysis (pd) patient was seen in the pd clinic. The patient¿s symptoms were not provided. A pd culture was obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) ancef (dose, frequency, and duration unknown). The culture returned positive for rothia mucilaginosa. The cause of the peritonitis could not be confirmed. The patient did not require hospitalization for the peritonitis event. No further information was provided.